Manufacturer narrative:
(B)(4). Date sent 2/26/2025. D4 batch #964c07. Corrected data d4: UDI#. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload was received with no apparent damage and partially fired 1/10. No functional test was performed due the condition of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 964c07, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 02/12/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a video-assisted thoracic lobectomy procedure for lung cancer, the cartridge was replaced as usual but for some reason the stopper was engaged. It was used on blood vessel. Another cartridge was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.